Event description:
It was learned through ipr and medical records that a 25mm 6900p mitral valve implanted for three years, one month was explanted due to obstructive pannus observed on the underside of the valve, and mild mitral leaflet fusion of two leaflets, stenosis and regurgitation. The patient presented with cardiogenic shock, gi bleeding (which was addressed prior to the explant procedure). A successful mvr with a 25mm non-ew valve, a CABG x1, a maze procedure, and a native aortic valve replacement was performed with a 19mm 11500a aortic valve. The patient tolerated the procedure well and was returned to ICU in critical condition. The post-operative course was complicated by profound vasoplegia, cardiogenic shock, lactic acidosis, respiratory and renal failure, anemia and coagulopathy, atrial arrhythmias, fungal and bacterial bacteremia. The patient was supported with mechanical ventilation, multiple central venous lines and dialysis catheters, continuous dialysis, vasopressors, fluid and blood resuscitation, and enteric nutrition. The patient was placed on comfort care, and expired one (1) month and 23 days post procedure from pre-existing heart disease, multiple organ failure, and bacteremia.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5,b6, b7, d4, h4 and h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The reported issue was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned through implant patient registry that a 25mm 6900p mitral valve implanted for three years, one month was explanted due to pannus, focal non-infective thrombotic endocarditis, and mild mitral regurgitation. The patient presented with congestive heart failure. Replacement valve is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.